Event description:
After iabp for three days, the iab leaked. Blood was noted in the catheter. The dr had difficulty removing the iab. As a result of the event, the iab was surgically removed and the pt had low blood pressure. (Event complications: iab was surgically removed/low blood pressure-rpt'd 2/21/97. (Pt's current status: unk-rpt'd 2/21/97.